Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 400 mg/dl. Customer stated that the high blood glucose started this morning and the boluses did not help. Customer did not contact his health care professional. Customer had symptoms of high blood glucose such as nausea and vomiting. Customer did not have ketones present. Customer ran a manual prime and received a no delivery alarm at 2.8 units. Troubleshooting was performed and the customer's settings and programming were found to be correct. Customer's last set had a bent cannula. Customer was advised to contact his health care professional and to change the set.